Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing and undersensing and ventricular capture could not be confirmed. It was noted that the left ventricular (lv) lead had possible high threshold measurements. It was also noted that the patient fell the previous night and the next day slumped over while eating lunch. The patient felt lightheaded and blacked out. Both leads remain in use. No further patient complications have been reported as a result of this event.